Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: the patient is a 73-year-old male supported for acute myocardial infarction with cardiogenic shock, with the pre support clinical state consistent with scai shock stage c. During the procedure, while removing the diagnostic catheter and coronary wires from the left main artery, a coronary wire came into contact with the device impeller, resulting in an immediate pump stop. No impella ¿defective¿ alarm appeared, no purge alarms triggered, and no biomaterials were observed in the outflow. The pump was unable to be restarted and was subsequently removed from the patient. Based on the information provided, the pump stop was most likely caused by the coronary wire becoming entrained in the motor, leading to an abrupt cessation of pump function. The device was removed due to this failure mode, but the event did not result in patient injury, and the patient survived to explant.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of pump stop was most likely use related since the clinical team confirmed the issue was due to the coronary wire came into contact with device impeller causing pump to stop. The cause of device interaction or damage by another device was most likely use related since the clinical team confirmed the issue was due to the coronary wire came into contact with device impeller causing pump to stop.